Event description:
On (B)(6) 2025, a patient underwent fora angioplasty procedure using conquest 40. Pior to an angioplasty procedure using the conquest 40 pta balloon, inner and outer packages allegedly arrived wet. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent fora angioplasty procedure using conquest 40. Pior to an angioplasty procedure using the conquest 40 pta balloon, inner and outer packages allegedly arrived wet. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest 40 sample was returned for evaluation. The outer packaging was returned along with a sealed inner packaging. What appeared to be liquid damage was noted to a portion of both the outer packaging and sealed inner tyvek packaging. Therefore, the investigation is confirmed for the reported packaging problem as damage was seen to the returned outer and inner packaging. Bd covington distribution center document covdc-qs-023-wi-004 outlines inspection criteria for products prior to outbound shipments. Per the criteria in this document, product exhibiting the observed damage would have resulted in rejection and should not be released from the distribution center with the confirmed damage. Therefore, it is believed that the identified packaging damage most likely occurred during shipment to the user. However, the definitive root cause of the damage to the product packaging could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.